Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported that two torque limiting handles were more difficult to torque than usual. They were found during a routine inspection and there were no specific surgeries or patients associated with this event. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that two torque limiting handles were more difficult to torque than usual. They were found during a routine inspection and there were no specific surgeries or patients associated with this event. This is report two of two for this event.

Manufacturer narrative:
UDI number: na. Additional information: method, results, and conclusions - the returned device was evaluated. The torque output was confirmed to be outside of the range. There were no signs of abnormal wear found. Handles found out of calibration typically exhibit spring relaxation, wear of critical torque components, and/or break down of the internal lubrication from use over time. A review of the manufacturing records did not identify any issues which may have contributed to this event.

Event description:
It was reported that two torque limiting handles were more difficult to torque than usual. They were found during a routine inspection and there were no specific surgeries or patients associated with this event. This is report two of two for this event.